Event description:
A male with hypertension and diabetes was admitted for left carotid artery stenting. The lesion was described as calcified. Add'l details regarding the exact location and characteristics of the target site are not available. The target site was predilated with an unk balloon. An angioguard device was placed distal to the lesion. And was deployed without incident. A 9 x 40mm precise stent was advanced to the target site without difficulty and the device was deployed. Full expansion with good wall apposition was confirmed. During the operation, a cerebral embolism occurred. It is not clear when during the procedure this occurred. The event occurred on the same side (left). The pt experienced paralysis and conscious disorder. There was no speech disorder noted. After six hrs, the paralysis was improving but was still not resolved. The pt was still experiencing paralysis in 4/5 of his upper extremity and 2/5 of his lower extremity. An MRI was performed and found ischemic change that spread into the watershed zone. Dr suspected that this is likely related to distal embolization. Radicut (edaravone), novastan (argatroban), glyceol (glycerin/fructose), plavix (clopidogrel) and aspirin were administered to treat this. The pt regained lucidity however the paralysis persisted. The pt is in stable condition.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please see MFR report #s: 1016427-2008-00082 and 9616099-2008-00755.